Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose over 600mg/dl on (B)(6) 2018. Customer stated that they had nausea and lightheaded and vomiting, hyperglycemia which lead to hospitalization. Customer had blood glucose of 200mg/dl when they released. Customer having issues with tape not sticking. Customer was not wearing insulin pump at time of hospitalization. Product will not be return for analysis.